Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed on the components and no defects were observed. Functional testing was also performed and no issues were found. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that there is no mist forming from the device. No patient injury reported.

Event description:
The customer alleges that there is no mist forming from the device. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. However, current inventory samples of catalog number 41893 nebulizer w/adult mask & tbg, small volu batch number (B)(4) were tested according to (B)(4) used to release the production parts and no issues were found than can lead to the condition reported by the customer. The fg 41893 uses the same nebulizer components than fg 41894 related to this customer complaint (the only difference between them is the mask & the elastic). A device history record review showed that there were no issues related to functional issues neither on the product or its components during the manufacture of the material. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed due the lack of sample and no picture was provided. If the device sample becomes available this investigation will be updated with the evaluation results.